Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level climbed to 200 mg/dl. The insulin pump was exposed to moisture a month ago. The insulin pump alarmed low battery, battery out limit, no delivery, and off no power. The self-test passed. The batteries were not out of the insulin pump greater than duration allowed by the insulin pump. The customer did not receive a low battery alert prior to the off not power alert. The device was not returned.